Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: burn marks on the distal end. Based on the results of the investigation, the root cause could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited burn marks on the distal end. There were no reports of patient involvement.